Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that customer was hospitalized due to diabetic ketoacidosis. Customer was vomiting and had dizziness. Customer's blood glucose reading at the time of the event was 600 mg/dl. Hospital treated customer with manual injections. There was a kink in the tubing. Customer was hospitalized for three days. Nothing further reported.